Event description:
Information was received from a consumer via a manufacturer representative regarding a patient (pt) with an implanted neurostimulator (ins). It was reported that the pt complained of recharging his stimulator daily and battery was not lasting as long as expected. However, the ins system stated that his battery charge would last 6 days when interrogated. There were no impedances. The healthcare provider (hcp) made the medical decision to explant the battery and implant a new battery to the existing leads. Procedure was successful and the issue has been resolved. The rep will submit any new information that they become aware of.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.